Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the proximal set up joint (suj) to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the customer decided to cancel further cases due to repeated 23087 error on arm 3 that occurred on the previous procedure. The procedure was aborted to another dv system.